Event description:
It was reported that during setup at the user facility the tip of the device broke. There was no patient involvement or procedural delay involved.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during setup at the user facility the tip of the device broke.there was no patient intolvement or procedural delay involved.